Event description:
A device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation at the third-party service center, the device was visually inspected/scrapped and found to have evidence of foam degradation. Foam particles were visible during the evaluation.

Manufacturer narrative:
In the previous report, the manufacturer reported that a device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation at the third-party service center, the device was visually inspected/scrapped and found to have evidence of foam degradation. Foam particles were visible during the evaluation. In the previous report, the "reporter country" was omitted. It has been corrected in this report.